Event description:
The patient reported a "77" dislpayed on the screen of her insulin infusion device. The patient was instructed to disconnect from the device and check the battery lot number. It was discovered the battery was part of the recall. The patient was aware of the recall and has received corrected batteries but has used all of them. She was advised to discard all the recalled batteries and to use only corrected ones. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evalutaion.